Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
Visual examination confirms the superior tang is broken; the broken piece is missing, and not returned for analysis. Microscopic examination of the fracture surface reveals a fairly brittle fracture, with no indication of fatigue. Fracture initiation appears to be located at the base of the tang, consistent with bend stress overload. The nature and location of the fracture surface is consistent with insufficient vertebral endplate preparation, resulting in excessive rotational force during implantation.

Event description:
It was reported that the prong broke off the implant inserter during a spinal procedure at l5-s1. No patient complications occurred.